Event description:
Patient had a craniectomy on (B)(6) 2025. As part of that surgery a product, duramatrix graft 1x3, was implanted. Patient subsequently developed an infection at site of surgery and graft was ultimately explanted on (B)(6) 2025. Cultures from the graft were positive for aspergillus. A 4/15 culture obtained from an aspirate at the back of the patient's neck - grew aspergillus. Cultures from (B)(6) 2025 were positive for aspergillus and obtained from explanted graft.